Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, non-dependent patient presented for routine follow-up, non-sustained rv oversensing due to myopotential oversensing was observed. Programming changes were made. Patient will be followed-up.